Manufacturer narrative:
E1: initial reporter address: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "improper use and poor peritoneal dialysis technique". It was not reported if the patient was hospitalized or received treatment for the event. On an unknown date, the patient recovered from the peritonitis. Action taken with pd therapy was unknown. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.